Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified, and a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an unspecified malfunction alarm occurred. Additionally, it was reported that the pump touch screen was cracked and unresponsive. Customer¿s blood glucose level ranged from 150-300 mg/dl. Reportedly, the customer had manual injections available as alternate insulin therapy.